Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had their neurostimulator device explanted but is still experiencing pain at the incision site. The patient reached out to the physician but is not getting any response. The patient can no longer be assisted by a care team member since they are no longer implanted with the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The following fields have been corrected in this report. B2 outcomes attrib to adv event. H6 impact code. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had their neurostimulator device explanted but is still experiencing pain at the incision site. The patient reached out to the physician but is not getting any response. The patient can no longer be assisted by a care team member since they are no longer implanted with the device.